Event description:
It was reported that the wake button was sticking. Additionally, customer's blood glucose (bg) level displayed "high". The customer reverted to manual insulin injections for insulin therapy, also resolving elevated bg value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.